Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable valp valproic acid results for one patient sample. The initial result was 6.784 mg/ml. The customer repeated the sample with results of 87.54 mg/ml and 87.895 mg/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 23347901 with an expiration date of 30-jun-2018. The customer thought the issue may have been caused by contamination in the probes. The customer cleaned the probes and splash guard. Investigation of the provided data found the calibration in use on the day of the event was obsolete as a new calibration was due on the day before the event. No quality control had been tested on the day of the event. The investigation was unable to find a definitive root cause.